Event description:
2043 sterilizer did not print sterilize cycle. As precaution instruments were pulled from svc to be resterilized. Instruments were already being used in an or case at time of removal.